Event description:
No additional information.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, no defects or issues observed. Physical sample or additional photos of the incident is required to further analyze and determine a root cause. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sl package had poor perforation / slit. The following information was provided by the initial reporter translated from portuguese to english: material with quality defects - af 141194/3 - it was noted that in batch 0182885 the packaging did not come with a serrated part probe 25mmx1. 2dmm for drug aspiration - blunt tip.